Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient experienced bleeding in the right lung and went into cardiac arrest. The intuitive endoluminal clinical sales representative was informed that the ion procedure was completed as planned and the ion system was undocked. The physician inserted a therapeutic bronchoscope per normal practice and, per a colleague physician that was not at the procedure, a large clot was discovered at the end of the endotracheal tube, which resulted in decreased visualization. The therapeutic scope was advanced into the right lung and it appeared to be filled with blood. The physician placed an endobronchial blocker in the right lung and the patient went into cardiac arrest. The patient was revived and transferred to the intensive care unit intubated, where paralytic agents were administered until a neurological test could be conducted. The patient expired an unspecified time later. Multiple attempts to obtain additional information from the physician that performed the procedure have been successful.

Manufacturer narrative:
The ion biopsy procedure was reported to have been completed and the system was undocked with no indication of any product issues. A review of the system logs for the reported procedure date found that no system errors occurred that would be relevant to the reported event. A device history record (DHR) review for the device(s) used during the ion procedure found there were no non-conformances identified to be related to the event. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient of unknown co-morbidities underwent an ion endoluminal biopsy of an unknown target. The biopsy was completed without issue and the ion catheter was removed, the system was undocked and the procedure was transitioned to manual bronchoscopy. A clot was noted at the end of the endotracheal tube with manual bronchoscopy. Blood was also noted in the right lung for which an endobronchial blocker was placed. The patient then suffered a cardiac arrest, was successfully resuscitated and transferred to the ICU for ongoing management and ultimately died. There was no malfunction of the ion system, instruments or accessories. No further data is available despite multiple attempts. Based on the available data the events are procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of bleeding in the literature ranging from 0.72-41.4% with possibly more consistent definitions of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section b2 date of death is estimated.